Event description:
An aneurx stent graft system was implanted into a pt for endovascular treatment of a 4.6 cm abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. The iliac arteries had 80-90 percent stenosis. It was reported that the pt expired 3 months post stent graft implantation. It was documented in the operative reports that prior to the vascular intervention both renal arteries were patent. The operative reports stated that 24 hours post stent graft implant the stent graft has migrated proximally 1.25 cm to 1.50 cm covering the renal arteries, resulting in renal failure. It was reported in the operative report that upon removal of the sheath the intima of the femoral artery was torn, due to the small diameter of the vessel, calcification, and severely diseased common femoral artery. The femoral artery dissection was successfully repaired with prolene, pulses were noted in all vessel. Medtronic has rec'd films that were taken 24 hours post operatively. The films were sent to an outside physician and the following was observed. An aneurx stent graft was implanted. Following deployment, the pt went into renal failure requiring dialysis. The angiogram performed and reviewed, is the day following the insertion of the stent graft. It is performed from the arm. It demonstrates that there is evidence of coverage of both the right and left renal arteries. Flow is still present in both kidneys but the stent graft is at the orifice of both the renal arteries. A private autopsy was performed and the report indicated that the pt expired due to metabolic encephalopathy, due to electrolyte imbalance and renal failure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death, renal insufficiency/failure, dissection).